Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. An empty opened foil and a needle-suture piece of product code d8790 were received for analysis. In order to evaluate the conditions of the returned samples, the swage area of the needle was noted with marks that possibly from a surgical instrument. The suture was noted damaged (wavy and crushed) and the end cut. No functional test by suture diameter due to the condition of the sample received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified. Note: events reported via 2210968-2021-05964.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2021 and suture was used. During the procedure, the surgeon opined that the suture was less firm than other 6-0 suture, and it was thin. No adverse patient consequences were reported. Additional information was requested.